Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked reservoir tube and stained address/serial number label.

Event description:
The customer reported via phone call the insulin pump was exposed to a magnetic field. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis. No further details are given.